Event description:
The pump was returned for investigation. Investigation revealed that the display was found to be faded and pink. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box showed loss of prime associated with auto off. Investigators performed pump rewind, load, and prime with no loss of prime. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. Force sensor calibration was within specifications. The pump was opened and inspected pc boards and there was no defect found. Unrelated to the complaint, the display was found to be faded and pink. And the keypad symbols were faded which has no effect on insulin delivery. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.